Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported the patient presented in a non clinic environment. Upon interrogation, it was observed the right ventricular lead product was oversensing noise and caused delivery of inappropriate therapies to the patient. Low amplitude right ventricular signals were also seen on interrogation. Programming changes were made to deactivate the lead until the lead was explanted in a procedure on (B)(6) 2022. The patient status was unknown.